Event description:
It was reported that the guide wire tip unraveled and separated inside the pt. There was no resistance noted during the use of the guide wire. It was not noted until after the guide wire was removed from the pt that the tip was separated. A snare device was used to successfully retrieve the guide wire tip from the pt's body. Reportedly, the pt is doing fine.